Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that no geometry movements. Review the system log file showed that malfunctioning geo-pc and fse found network switch in the r-cabinet was defective. Fse replaced and installed a new handgrip switch and network switch. After replacement of the new handgrip switch and network switch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system had no geometry movements. The device was in clinical use. No patient harm reported. Philips has started an investigation of the complaint.